Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated up to 2atm at first inflation. However, it was noted that the balloon ruptured. The physician's comment was that it seems to have been torn/ruptured when it came into contact with nodular calcification. The balloon was removed from the patient's body without any problem by normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.